Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was partially deployed. The 85% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician attempted to direct stent with a taxus express2 2.5x24mm drug eluting stent. The physician inflated the balloon to 12 atms'. When the delivery system was removed, the physician found that the stent was still on the balloon. The stent was only expanded at the ends in an ourglass shape. The stent was dog boned. It was also noted that the stent had moved distally on the balloon. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.